Event description:
Review of service data detected a reportable event. During servicing, the belt failed the te recognition test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the black pulse wire was open in the trunk cable connector. The cause of the test failure is the open pulse wire. The cause of the open pulse wire is damage to the trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged wire. The last patient to use this belt did not report any deficiencies.